Event description:
It was reported that during an open surgical procedure, when the sterile package of the device was opened, the (B)(4) was not sealed completely. The device was not used for the patient and another new one was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). One carton and package were returned for analysis. Individual carton was in good condition with no visible damage, stains or foreign matter. Package was removed from carton for visual examination. Package had a visible open seal with no adhesive seal transfer on most of the blister flange. Package was viewed using ultra violet light and there was a pattern of liquid contamination visible on the tyvek lid. Product was sent to lab for analysis of the tyvek lid and blister. Lab analysis concluded that contamination of the tyvek most likely occurred after the tyvek was sealed to the blister and this could have resulted in the adhesive separating from the blister. It cannot be determined when the contamination occurred. The most likely cause of the open seal on the package was some type of liquid had come into contact with the surface of the tyvek causing adhesive separation from the blister. Ftir analysis was unable to identify the exact substance due to the low concentration, but it did detect another material present on the surface. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.